Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is getting an error code 1203 alarm message: low leak ¿ co2 rebreathing risk message. The device kept operating. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) performed an inspection and confirmed the reported phenomenon. Testing indicated that airflow accuracy was outside the acceptable range at the 0 slpm setting (acceptable range: -1.0 to 1.0 slpm). The asp replaced the flow sensor assembly to resolve the issue. Following replacement, cleaning, diagnostic testing, and full functional tests were performed in accordance with philips standards, and the device was returned to service. The investigation concludes that no further action is required at this time; however, the complaint file will be reopened if additional information becomes available.